Event description:
Legal counsel for patient reports that patient underwent a total right hip arthroplasty on (B)(6) 2008 and a total left hip arthroplasty on (B)(6) 2009. Legal counsel reports patient allegations of pain, swelling, inflammation, loss of range of motion and mobility, and damage to surrounding bone and tissue. Subsequently, patient's left hip was revised on (B)(6) 2013 due to allegations of elevated metal ion levels. Right side revision has not been reported. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 3 of 6 MDR's filed for the same event (reference 1825034-2014-00943 / -00945 and -00984 / -00985 & 2015-00744)

Event description:
Legal counsel for patient reports that patient underwent a total right hip arthroplasty on (B)(6) 2008 and a total left hip arthroplasty on (B)(6) 2009. Legal counsel reports patient allegations of pain, swelling, inflammation, loss of range of motion and mobility, and damage to surrounding bone and tissue. Subsequently, patient's left hip was revised on (B)(6) 2013 due to allegations of elevated metal ion levels. Right side revision has not been reported. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's left hip revision operative report noted patient underwent a revision on (B)(6) 2013 due to pain and elevated metal ion levels. Operative report noted the presence of an irregularity in the anterior cortex of the femur, joint fluid and an anteverted cup. The modular head, taper adapter and acetabular cup were removed and replaced with a competitor cup and biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions. Number 6 states, ¿inadequate range of motion.¿ number 15 states, ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ number 14 ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 5 mdrs filed for the same event (reference 1825034-2014-00943 / -00945 and -00984 / -00985)